Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the distal and proximal setup joints (sujs). The system was tested and verified as ready for use. Isi did receive the proximal suj to perform failure analysis (fa). All the errors were pointing to the distal suj. The proximal suj was tested on the psc (patient side cart) fixture test platform (pftp) and there was no trouble found. The proximal suj passed all tests and there were no errors observed for this unit in the system logs. Isi also received the distal suj to perform fa. Errors 32100, 23098, and 906 were observed in the system logs. The errors were confirmed but not replicated. The distal suj passed all tests that were performed on the pftp.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales associate (csa) informed the isi technical support engineer (tse) that they got recoverable faults on arm 4. The tse reviewed the system logs and found errors 32100 and 906 on arm 4. The tse instructed the site to undock arm 4 and follow the system prompts to disable arm 4. The csa stated that the surgeon should be able to continue the case using arms 1, 2, and 3. The csa confirmed that arm 4 was disabled. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional/updated information: arm 4 was disabled, and the case was completed with the remaining arms.